Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced five infusion sets leakage issue event on 01 mar 2026. The leakage was at the site. The infusion set was in use for around an hour. Due the event, the patient experienced high blood glucose level and was treated with correction via multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully.